Manufacturer narrative:
Add'l info: currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported for the event. Troubleshooting was performed and the insulin pump passed the prime and self tests. The insulin pump was also programmed correctly. The mother declined to perform the high pressure test because she felt that the insulin pump was working correctly. The customer later called stating she did not feel comfortable using the insulin pump and wanted it replaced. In addition, it was stated that the customer had experienced bent cannulas and blood at the site in the past.